Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.6, lab: 2.9. Pt has owned meter for 2 yrs; comfortable with testing procedure. Aside from (B)(6) 2011, pt did not know dates for historic erratic results. Pt reported results jumping from within her therapeutic range in (B)(6) and before, to 5.1, 6.9, 6.3 in the following weeks. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Accuracy analysis of reported inratio results: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.6, reference: 2.9, mean: 3.25, confidence limits: 1.9 - 4.6, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported add'l results from different dates of testing. A maximum of three (3) hrs is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these alternate reported results is appropriate. Product performed as expected. No further investigation is necessary. (B)(4). As a result, testing from (B)(6) 2011, 21 in-house therapeutic sample tests have been performed with 115 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance was reviewed when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.